Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Event description:
It was reported that the device's circuit was broken. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Other, other text: there was no patient involvement. (Updated b5) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received via email (B)(6)-2022. The event occurred during preventive maintenance testing and there was no patient involvement.

Manufacturer narrative:
Manufacturing device history record review was not performed because no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection found a cracked positive end-expiratory pressure (peep) and continuous positive airway pressure (CPAP) knob. The patient outlet fitting is loose and input/output label is damaged. Checked the condition of the patient fitting, re-fit port and device passed all functional testing. The root cause of the reported issue was found to be a design issue - the load in the loosening direction is applied when the patient circuit is attached or detached. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.